Manufacturer narrative:
Device returned to MFR: device returned for analysis. Returned product consisted of a direxion micro-catheter. The shaft was microscopically examined. The device showed no damage on the shaft. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11981. It was reported that allergic reaction occurred. The target lesion was located in the liver. Two direxion transend-14 system were used. During procedure, it was noted that the patient had a reaction to the selective internal radiation therapy (sirt) treatment and had a mild allergic reaction; following insertion of the direxion, the patient became very flushed and red in the face. Considerable back pain for up to five minutes was also experienced. No further patient complications reported and patient status was stable.

Manufacturer narrative:
Event date: the week of (B)(6) 2017. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11981. It was reported that allergic reaction occurred. The target lesion was located in the liver. Two direxion transend-14 system were used. During procedure, it was noted that the patient had a reaction to the selective internal radiation therapy (sirt) treatment and had a mild allergic reaction; following insertion of the direxion, the patient became very flushed and red in the face. Considerable back pain for up to five minutes was also experienced. No further patient complications reported and patient status was stable.